Event description:
Clinical Narrative:An Impella CP was inserted via the right femoral artery in a 61-year-old female patient for acute myocardial infarction complicated by cardiogenic shock. The patient's past medical history was significant for coronary artery disease. The patient's clinical condition prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Stage A shock.While on support, the patient developed a hematoma at the Impella access site. It was noted that ultrasound guidance and micropuncture access were utilized during insertion. Following removal of the peel-away sheath, angle matching, forward-tension sutures, and manual pressure were performed in an attempt to achieve hemostasis; however, hemostasis could not be achieved. Vascular surgery was consulted, and the decision was made to explant the Impella CP device. The Impella CP was operating at P-level 3 with flows of approximately 1.7 L/min, and the purge solution consisted of dextrose 5% in water (D5W). No device performance concerns were reported. The patient survived to explant.The reported hematoma and bleeding is associated with access-site complications associated with large-bore femoral arterial access. Contributing factors may include patient-specific vascular characteristics, procedural factors, and anticoagulation exposure. There is no information suggesting that a device performance issue contributed to the reported event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.